Event description:
The image was flashed and had water spots. The angle wire became long. The ift was out of shape. The ae-p1 was corroded. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. D8:was this device serviced by a third party? Evaluation summary: the pentax engineer checked with hospital staff. The device was used for medical test. No harm was caused to the patient. The leakproofness of soaking cap became worse, which caused a series of defect.the scope was repaired by the third party and returned to the hospital. The hospital department purchased the new soaking cap to replaced.